Event description:
Per the audiologist, the patient reportedly had a decrease in performance. The results of an integrity test (B) (6), 2009 indicated suspected insulation damage. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).